Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; the pump reportedly has a cracked battery compartment with moisture in the battery compartment and intermittent power issues. The reporter denied damage to the battery cap; the cap has not been replaced for 7 to 12 months. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side, and below the grip pad. The returned battery cap was undamaged and fit successfully. Evidence of moisture corrosion was found on the battery canister with a leak. The battery cap was fastened and unscrewed a half turn leading to a pump reboot. The alleged power complaint was duplicated. The battery cap was fastened again, and the rewind, load, and prime steps were performed successfully. No further power interruptions occurred during investigation. The pump cover was removed to find further moisture corrosion to the power printed circuit board.